Event description:
The user facility reported that the involved angio-seal 6fr deployed correctly. After locking in place, the footplate pulled back until the click, the user pulled the entire device expecting the suture string and tamponade as the next step. There were no visible components. The tech cut open the device on the back table to see the components still inside. There was no damage or harm to the patient. Manual pressure was held. The procedure performed was a femoral procedure. There was no blood loss. There is no direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The event occurred post-treatment. Additional information was received on (B)(6) 2023: there were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed.

Manufacturer narrative:
A4: weight: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: rn, bsn, manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip was returned for product evaluation. The returned sample included the locator, hemostasis sheath, carrier tube assembly and pouch. There were blood-like samples on the returned sample. The returned sample was subjected to visual analysis. The carrier tube assembly was mated to the hemostasis sheath and the locking mechanism was set to forward lock position. The tip of the mated sheath and carrier tube were cut between the a and n letter on the sheath shaft. A piece of the collagen was in the cut section and the anchor was not attached to the suture. Functional testing could not be performed because of the state of the returned sample. The complaint can be confirmed for non-deployment pullout. The exact root cause cannot be determined. The likely root cause is failure of the anchor to post to the tip of the sheath due to an obstruction from hitting the posterior wall of the vessel. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea.